Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter balloon burst on completion of the catheterization procedure and the catheter fell out within seconds of insertion. The patient tells me this is the third time this has happened to him this week and that he had to call the out of hours nursing service for help. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore a device history record (DHR) review could not be conducted. No sample was returned for investigation, therefore, no physical investigation could be conducted. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. No issues were observed. In the absence of the returned sample, the actual root cause could not be determined, therefore, the complaint cannot be confirmed.

Event description:
It was reported that the catheter balloon burst on completion of the catheterization procedure and the catheter fell out within seconds of insertion. The patient tells me this is the third time this has happened to him this week and that he had to call the out of hours nursing service for help. There was no patient injury.